Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported stent graft occlusion and secondary endovascular procedure due to a lack of relevant medical records and imaging. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be stabe. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) month post initial procedure, the patient presented with no distal pulses and mottled legs. The abdominal aorta angiogram confirmed there was total occlusion of the stent graft. The physician elected to treat the patient by implanting an extender ovation ix device on (B)(6) 2019. Flow was restored post re-intervention and the patient was reportedly stable.